Event description:
Reporter alleged erratic blood glucose readings all taken within less than 10 minutes of each other. It was stated readings wre 495 mg/dl back to back with a reading of 58 mg/dl, 147 mg/dl back to back with a reading of 53 mg/dl, 54 mg/dl back to back with a result of 158 mg/dl, and 1612 mg/dl back to back with a reading of 63 mg/dl. It was stated customer had increased physical activity lately and self treated actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.